Event description:
A journal article was reviewed that contained information regarding this lead. It was reported that three months after implantation, the lead had dislocated. The article reports that this was resolved with repositioning. It appears the lead remains in use. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This event occurred outside the u.s. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "reposition of coronary sinus lead dislocation only using pre-shaped stylet and guidewire: a case report." Chin. Med. J. March 1 2011;124(6):954-955.